Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the light source cable was not connected securely. As result of confirming contents instruction manual (cv-190 chapter 6 operation) at the time of shipment about color bar, it is determined that this may prevent from indicated phenomenon. If the endoscope or the camera head is not connected securely, the color bar is displayed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, when connecting the video system center to 180 series scopes using the electrical cord pigtail she gets an image. When connecting 190 series scope she gets color bars and no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus technician had the customer reseat the electrical connector to the cv-190 device and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.